Event description:
It was reported that the patient was experiencing csf leak during a trial procedure. Imaging were taken and that the lead was posterior. The patient was experiencing shooting pain down the leg and foot after the procedure. The physician decided to explant the trial lead however, the patient continued to randomly experienced waves of sharp shooting pain. The patient was admitted to the hospital for further observation.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.